Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. D4 and h4: the manufacturing date is 01jan2000 as no lot number was provided. No UDI, no expiration date available either. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. ¿ no hardware errors messages in the event log or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were not provided for review. ¿ the customer reported that of their three sites, the other sites use a cutoff of >4.99 pg/ml as critical/high. The customer did not follow the instructions for use (IFU). Per the access hstni IFU c09449 g, it states "the overall observed 99th percentile url in 1,089 lithium heparin plasma samples is 17.5 pg/ml (ng/l) (95% ci: 12.6 ¿ 20.7). The overall observed 99th percentile url in 1,088 serum samples is 18.2 pg/ml (ng/l) (95% ci: 13.1 - 23.1)." ¿ the customer was reviewing the startup paperwork and found the original hstni calibration and some other samples that were ran before instrument was in use was in pg/ml but on 13oct2023 the units started reporting in ng/dl. Customer noted all the specimen types were set to ng/dl. Customer noted she had to convert to pg/ml to report survey results. ¿ the issue was escalated to the beckman global product technical support (gpts) for assistance. Gpts found that the samples were run with different sample types and the units did not match each other. Serum was ng/ml and plasma was pg/ml. This could accounted for the discrepancy the customer saw and I noted to them what time it had happened which was after 10:00 am on (B)(6) 2024. Gpts advised customer to change all sample types to report in pg/ml. ¿ per gpts discussion with the field applications specialist who installed the assay, it appears when the assay was validated the units were pg/ml (default) upon completion of the validation studies the field applications person was instructed to change the units of measure to ng/ml. In conclusion, although use error is suspected in the incorrect units configuration and also in the use of an incorrect cutoff of >4.99 pg/ml as critical/high for the hstni assay, it cannot be concluded as the primary cause of the event as no data was provided for review and confirmation. A cause for this event could not be determined with the information supplied. There is insufficient evidence to reasonably suggest that a malfunction of system or system component has occurred in conjunction with this event.

Event description:
On (B)(6) 2024, the customer reported one false elevated troponin I (access high sensitivity troponin I) patient result was generated on the customer's access 2 analyzer serial number (sn) (B)(6). Per customer verbal report, the original result from the access 2 instrument was reportedly 10 pg/ml. When the result was transferred through the laboratory information system (lis), the unit for the result was reportedly changed from pg/ml to another unit which was not able to be confirmed. This result was flagged as critical/high. Despite multiple efforts to collect data from the customer, none was provided. As an outcome of the result which was flagged with critical/high, the patient was administered heparin as it was believed that they were undergoing a heart attack. The patient was arranged to be transferred to a hospital for further treatment. Upon receiving the result, the physician to whom the patient was being transferred questioned the high result as not aligning with clinical presentation described. A discrepancy in the unit of measure with the reported result was discovered at this time. The patient was not transferred to the hospital for treatment and heparin administration was stopped. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were not provided for review. There was no indication of carryover as the customer did not report obtaining high troponin sample results prior the questioned result. The customer uses labdac for their lis system. The customer noted that of their three sites, the site that instrument sn (B)(6) is at is the only site that reports in ng/dl. The other two sites report in pg/ml. The customer also noted that the other sites use a cutoff of >4.99 pg/ml as critical/high. The customer reported to be very confused as to what the cutoff value should be for hstni assay. The customer was reviewing the startup paperwork and found the original hstni calibration and some other samples that were ran before instrument was in use was in pg/ml but on (B)(6) 2023 the units started reporting in ng/dl. Customer noted all the specimen types were set to ng/dl. The customer noted all the validation documentation was in ng/dl. Customer noted she had to convert to pg/ml to report survey results. The issue was escalated to global product technical support (gpts) for assistance. There were no issues with sample integrity reported by the customer.